Event description:
Two x stop interspinous decompression spinal implants were inserted at l3-4 and l4-5. Three days later, the patient returned to the doctor with moderate to severe pain. X-rays identified a fracture of the spinous process at l4. Both x stop implants were subsequently removed and a laminectomy was performed concurrently.

Manufacturer narrative:
Method: device not returned. Results/conclusion: no conclusion can be drawn at this time. Two devices involved. Second device mfg date june 2006. Add'l catalog # 1-2210, add'l lot # 060608.